Event description:
Pt was revised to address disassociation of the liner from the cup.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and/or lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.